Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head case was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information provided by the hospital and our knowledge of the product. Results: the hospital reported that the upper head case of the infant warmer has heat related stress fractures. Conclusion: it is likely that the cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. Additionally, the cracking could also be the result of impact damage and wear and tear while moving the warmer between wards. It must be noted that the complaint unit is over 13 years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in (B)(6) reported that the head casing of an iw934 cosycot infant warmer was cracked. There was no reported patient involvement.